Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 2 pm. She obtained a glucose result of "325 mg/dl" on the subject meter, which she felt was inaccurate high compared to her feelings/normal values. She stated that she manages her diabetes with novolog insulin (pump therapy) and due to the alleged issue she increased her dose of medication by 20u. The patient claimed after the alleged issue started, at 7 pm of the same day, she felt "nervous and shaky". In response to her symptoms, "a few minutes after 7 pm" she reportedly self treated with orange juice. She informed the cca that she felt better "afterwards". There was no other device available at the time of concern. During the initial call with customer service, the agent noted that the patient had been using the unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (11/23/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter was tested and no faults were found. The test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.